Manufacturer narrative:
H.4: corrected device manufacture date from 06/18/2018 and 06/21/2018. A batch record review was conducted resulting in the following: (B)(4). The catheters were packed in peel packs (pouch) in june 2018 on packaging machine p009. Lot was sterilized under sterile lot 26 180628. The packaging process run according to the process instructions. A peel test of catheters is carried out according to test methods (tm) and g805066. It is a part of in process inspection. Review of the device history record (DHR) showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. Based on the picture received the defect was confirmed. The packaging paper of the peel pack tore. Peel pack paper used for packing of glide catheters is more waxed then paper used for standard products. This is why the paper tends to be sticky with the foil and therefore it could cause little difficulties to open the peel pack. Then a modification of seals on the packaging machine p009 were implemented to improve opening of peel packs. New seals were after testing and confirmation of positive results, implemented into production in march 2019. Lot in question was produced before the seal modification. No another complaint of this nature was received on the lot. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 12 of 17. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by user facility that the product "wrapping paper tears open, impossible to take the probe, without compromising the asepsis". The products were not used on or by patients. Photographs depicting the reported complaint issue were submitted by the complainant. No harm reported.